Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several no delivery alarms. The customer's blood glucose reading was 120 mg/dl. The customer performed troubleshooting and performed a fixed prime; the insulin did not exit and the device alarmed no delivery. The customer disconnected the infusion set and reservoir and reconnected and pushed insulin slowly through the tubing. The customer verified that insulin exited the tubing. The customer rewound the device and verified that insulin exited with manual prime. The customer was advised that the device was working as designed and the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.